Event description:
It was reported by the plaintiff's attorney that "on or about (B)(6) 2011, an ams monarc device was implanted to treat "organ prolapse and/or urinary incontinence." Plaintiff's attorney alleges the plaintiff "began experiencing mesh exposure, mesh extrusion or protrusion, need for additional surgeries to remove or repair, pain and pain with sexual intercourse." Plaintiff's attorney also alleges the plaintiff has "suffered and continues to suffer serious bodily injury and harm" and "severe and permanent bodily injuries and significant mental and physical pain and suffering" and other damages.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.